Manufacturer narrative:
Additional information: analysis of the returned device shows that the instrument was found not being able to lock the position of the adjustable sleeve. The instrument was found worn at the level of the retention blades. Observations are showing a repeated usage of the instrument, which can be linked to wear of the retention mechanism (instrument in use since 2007 according its lot number).

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, "the drill guide was adjusted to size and locked. When drilling, the guide did not maintain the set depth and moved down". No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.